Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abortion and miscarriage. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), depression ("problems condition: depression"), anxiety ("psychological or psychiatric mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (tubal essure reversal surgery). At the time of the report, the pelvic pain and back pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, depression, mental anguish,dyspareunia, back pain are added. Lab data updated. Historical concomitant conditions drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure (batch no. 816063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion and miscarriage. Concurrent conditions included neck injury and shoulder injury. Concomitant products included ibuprofen, intrauterine contraceptive device (paragard), levonorgestrel, nsaids, paracetamol (acetaminophen), paracetamol (tylenol 8 hour), sertraline and sertraline hydrochloride (zoloft). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("problems condition: depression"), anxiety ("psychological or psychiatric mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced back pain ("lower back pain"), neck injury ("neck injury") and limb injury ("shoulder injury"). The patient was treated with surgery (tubal essure reversal surgery,surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and back pain was resolving and the depression, anxiety, neck injury and limb injury outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, limb injury, menorrhagia, neck injury, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information with regards to removal date: previously reported as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : lot number were added. Concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure (batch no. 816063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion and miscarriage. Concurrent conditions included neck injury and shoulder injury. Concomitant products included ibuprofen, intrauterine contraceptive device (paragard), levonorgestrel, nsaids, paracetamol (acetaminophen), paracetamol (tylenol 8 hour), sertraline and sertraline hydrochloride (zoloft). In january 2011, the patient had essure inserted. In march 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("problems condition: depression"), anxiety ("psychological or psychiatric mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced back pain ("lower back pain"), neck injury ("neck injury") and limb injury ("shoulder injury"). The patient was treated with surgery (tubal essure reversal surgery,surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and back pain was resolving and the depression, anxiety, neck injury and limb injury outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, limb injury, menorrhagia, neck injury, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information with regards to removal date: previously reported as (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abortion and miscarriage. Concurrent conditions included neck injury and shoulder injury. Concomitant products included intrauterine contraceptive device (paragard), levonorgestrel, sertraline and sertraline (zoloft). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), depression ("problems condition: depression"), anxiety ("psychological or psychiatric mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain ("lower back pain"), neck injury ("neck injury") and limb injury ("shoulder injury"). The patient was treated with surgery (tubal essure reversal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and back pain was resolving and the depression, anxiety, dyspareunia, neck injury and limb injury outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, limb injury, menorrhagia, neck injury, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received. Outcome of events bleeding was updated from unknown to recovering/ resolving. Concomitant disease and drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion and miscarriage. Concurrent conditions included neck injury and shoulder injury. Concomitant products included ibuprofen, intrauterine contraceptive device (paragard), levonorgestrel, nsaids, paracetamol (acetaminophen), sertraline and sertraline hydrochloride (zoloft). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), depression ("problems condition: depression"), anxiety ("psychological or psychiatric mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain ("lower back pain"), neck injury ("neck injury") and limb injury ("shoulder injury"). The patient was treated with surgery (tubal essure reversal surgery,surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and back pain was resolving and the depression, anxiety, neck injury and limb injury outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, limb injury, menorrhagia, neck injury, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information with regards to removal date: previously reported as (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : outcome of event, "dyspareunia" was changed to "recovering/resolving". Reporter contact information was added. Date of removal was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure (batch no. 816063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion and miscarriage. Concurrent conditions included neck injury and shoulder injury. Concomitant products included ibuprofen, intrauterine contraceptive device (paragard), levonorgestrel, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011, nsaids, paracetamol (acetaminophen), paracetamol (tylenol 8 hour), sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("problems condition: depression"), anxiety ("psychological or psychiatric mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced back pain ("lower back pain"), neck injury ("neck injury"), limb injury ("shoulder injury"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (tubal essure reversal surgery,surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved, the depression, anxiety, neck injury and limb injury outcome was unknown and the dyspareunia and back pain was resolving. The reporter considered anxiety, back pain, bladder disorder, depression, dyspareunia, limb injury, menorrhagia, neck injury, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information with regards to removal date: previously reported as (B)(6) 2017. The patient tolerated the procedure well. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Event: bladder/urinary problems added. Event outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubal essure reversal surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.